Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection fortum (intraperitoneally, 1g, once daily, duration not reported) and injection vancomycin (1g every fifth day, route, and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that on an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.